Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise in the secondary vector, which could be reproduced with isometrics. The s-ICD was reprogrammed to the primary vector. Subsequently, this s-ICD delivered an inappropriate shock due to oversensing noise. Troubleshooting was performed and the noise was reproduced with isometrics. The noise was not reproduced in the primary and alternate vectors. Ts reviewed the stored episode and noted the inappropriate shock was due to non-physiologic noise in combination with baseline shifting and a drop in signal amplitude. This kind of noise is a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead or other disturbances of the lead contact in the device header. An x-ray was performed. Technical services (ts) reviewed the x-ray and indicated that the electrode appears to be fully inserted into the device header. However, ts recommended repeating the x-rays in high resolution to exclude electrode impairment. Ts noted the issue appears to be related to the proximal sensing electrode of the lead and a disturbance of the contacts in the device header seemed likely. Ts recommended reprogramming the device to the secondary vector. Ts noted if sensing qualities in secondary vector exclude this vector as an option due to low amplitude and complete lead insertion can be confirmed, replacement of the whole system (both components) is recommended. The tachy therapy was programmed off and the physician planned to discuss next actions with the patient. This s-ICD and electrode remain implanted. No additional adverse patient effects were reported. Additional information was received which indicated the s-ICD and electrode were explanted and replaced. It was noted the physician experienced removal difficulty with the electrode, however, various dilators were used and the entire electrode was removed successfully. The device and electrode are expected to be returned. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise in the secondary vector, which could be reproduced with isometrics. The s-ICD was reprogrammed to the primary vector. Subsequently, this s-ICD delivered an inappropriate shock due to oversensing noise. Troubleshooting was performed and the noise was reproduced with isometrics. The noise was not reproduced in the primary and alternate vectors. Ts reviewed the stored episode and noted the inappropriate shock was due to non-physiologic noise in combination with baseline shifting and a drop in signal amplitude. This kind of noise is a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead or other disturbances of the lead contact in the device header. An x-ray was performed. Technical services (ts) reviewed the x-ray and indicated that the electrode appears to be fully inserted into the device header. However, ts recommended repeating the x-rays in high resolution to exclude electrode impairment. Ts noted the issue appears to be related to the proximal sensing electrode of the lead and a disturbance of the contacts in the device header seemed likely. Ts recommended reprogramming the device to the secondary vector. Ts noted if sensing qualities in secondary vector exclude this vector as an option due to low amplitude and complete lead insertion can be confirmed, replacement of the whole system (both components) is recommended. The tachy therapy was programmed off and the physician planned to discuss next actions with the patient. This s-ICD and electrode remain implanted. No additional adverse patient effects were reported.additional information was received which indicated the s-ICD and electrode were explanted and replaced. It was noted the physician experienced removal difficulty with the electrode, however, various dilators were used and the entire electrode was removed successfully. The device and electrode are expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise in the secondary vector, which could be reproduced with isometrics. The s-ICD was reprogrammed to the primary vector. Subsequently, this s-ICD delivered an inappropriate shock due to oversensing noise. Troubleshooting was performed and the noise was reproduced with isometrics. The noise was not reproduced in the primary and alternate vectors. Ts reviewed the stored episode and noted the inappropriate shock was due to non-physiologic noise in combination with baseline shifting and a drop in signal amplitude. This kind of noise is a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead or other disturbances of the lead contact in the device header. An x-ray was performed. Technical services (ts) reviewed the x-ray and indicated that the electrode appears to be fully inserted into the device header. However, ts recommended repeating the x-rays in high resolution to exclude electrode impairment. Ts noted the issue appears to be related to the proximal sensing electrode of the lead and a disturbance of the contacts in the device header seemed likely. Ts recommended reprogramming the device to the secondary vector. Ts noted if sensing qualities in secondary vector exclude this vector as an option due to low amplitude and complete lead insertion can be confirmed, replacement of the whole system (both components) is recommended. The tachy therapy was programmed off and the physician planned to discuss next actions with the patient. This s-ICD and electrode remain implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise in the secondary vector, which could be reproduced with isometrics. The s-ICD was reprogrammed to the primary vector. Subsequently, this s-ICD delivered an inappropriate shock due to oversensing noise. Troubleshooting was performed and the noise was reproduced with isometrics. The noise was not reproduced in the primary and alternate vectors. Ts reviewed the stored episode and noted the inappropriate shock was due to non-physiologic noise in combination with baseline shifting and a drop in signal amplitude. This kind of noise is a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead or other disturbances of the lead contact in the device header. An x-ray was performed. Technical services (ts) reviewed the x-ray and indicated that the electrode appears to be fully inserted into the device header. However, ts recommended repeating the x-rays in high resolution to exclude electrode impairment. Ts noted the issue appears to be related to the proximal sensing electrode of the lead and a disturbance of the contacts in the device header seemed likely. Ts recommended reprogramming the device to the secondary vector. Ts noted if sensing qualities in secondary vector exclude this vector as an option due to low amplitude and complete lead insertion can be confirmed, replacement of the whole system (both components) is recommended. The tachy therapy was programmed off and the physician planned to discuss next actions with the patient. This s-ICD and electrode remain implanted. No additional adverse patient effects were reported.